Event description:
Related manufacturer report numbers 1627487-2022-03149, 1627487-2022-03151. It was reported that the patient's system was explanted on an unknown date due to an unknown issue with the ipg and the leads migrating up and feeling like they were pulling. Further information is unavailable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
First notification date should be 3jun2022 rather than 16may2022.